Event description:
An article (revision strategy for posterior extrusion of the charite polyethylene core) published in spine detailed an adverse outcome for a charite disc patient. In summary, (B)(6) female experienced post op migration of the sliding core. A revision was performed removing the 7.5mm core and replacing it with a larger 9.5 size. Patient continued to have pain and posterior fixation was added l5/s1. Eight weeks later, patient experienced searing pain when lifting a pot of flowers. CT scans showed posterior hardware loosening and posterior core migration. Another revision was performed. The core was removed (endplates remain in vivo) and construct extended from l4-pelvis. See also: 1526439-2010-00173.

Manufacturer narrative:
Based on this info, it appears that the patient had instability of the region, and migration was related to anatomical related issues and/or due to trauma (falling/lifting). No definitive conclusion can be made at this time. The surgeons in the article concluded that the altered bio-mechanical forces that were generated over time may have led to device failure. (B)(6).